Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event; programmer powered up and functioned as required. The programmer powered up and interrogated with no errors, however, a system error was found in the programmer error log. It was noted the stylus is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer powered on with a black screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 229047 analyzer. (B)(4).